Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported receiving a "replace sensor" error message on the same day after applying the adc freestyle libre sensor. The customer concomitantly experienced symptoms of shakiness and noted that she "almost fainted". The customer further indicated that she subsequently experienced a seizure and loss of consciousness. The customer presented at a point of care, where a blood glucose reading of 20 mg/dl was received on an unspecified device. The customer was diagnosed with hypoglycemia and treated with glucose injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" error message on the same day after applying the adc freestyle libre sensor. The customer concomitantly experienced symptoms of shakiness and noted that she "almost fainted". The customer further indicated that she subsequently experienced a seizure and loss of consciousness. The customer presented at a point of care, where a blood glucose reading of 20 mg/dl was received on an unspecified device. The customer was diagnosed with hypoglycemia and treated with glucose injection. There was no report of death or permanent impairment associated with this event.